Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. The consumer's son tested the consumer getting a result of 119 mg/dl and when the emts arrived they tested the consumer getting a result of 26 mg/dl within ten minutes. The difference in the readings was determined to be clinically significant. The consumer had no control solution and was not in the practice of control solution testing the integrity of her blood glucose test strips. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.